Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device was warm to touch and the device fan was rotating too slowly to cool the device. The probable cause of the customer complaint was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device was noted to have a temperature malfunction and the device fan was barely turning. There was no specific error code identified. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.